Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the patient was not feeling well. She also stated that last night she felt a pop on her back and thinks a lead came out and now there are some black wires coming out and hanging. Patient was advised to contact their physician. No further complications were reported or are anticipated.